Event description:
It was reported that (1) device was not used during a low anterior resection. It was reported by the affiliate that the cdh21 instrument was not used in the pt due to an error in the instrument. The adjusting knob does not work properly. The innermost part of the instrument is not attached, therefore it moves within the instrument. Another cdh21 instrument was used to complete the case. There was no consequence to the pt.